Event description:
It was reported that the patient underwent an explant on (B)(6) 2012, due to experiencing symptoms of non-specific dysphotopsia. No additional information was provided.

Manufacturer narrative:
The returned lens was inspected at 10x microscope magnification. Lens has surface residuals adhered to both sides of optic body compatible with handling the lens in an unsterile environment. Optical measurement results showed that the lens diopter was within specification. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.